Event description:
Pt infused 10 units of insulin by bolus before dinner. After dinner, her blood glucose level continued to drop, event after 4 sodas and 16 glucose level tablets. Her blood glucose level was 45 mg/dl. She was taken to the hosp, given saline and glucose for her hypoglycernia, and released very early the next morning with a blood glucose level of 76 mg/dl.